Event description:
The reporter stated that the surgeon inserted a three piece collamer lens model cq2015 in the sulcus and the lens tore and a haptic tore off. The surgeon enlarged the incision to remove the lens and attempted to put in another cq2015 lens, see manufacturer report number 2023826-2007-01109 for the other incident. The surgeon ended up putting in an anterior chamber lens. The reporter stated that the pt had to have a vitrectomy during removal of the cataract, because the pt had a pre-existing weak capsule and was a retina case. This facility does not use any staar phacoemulsification equipment.

Manufacturer narrative:
Evaluation - results: a visual inspection of the returned product shows a one haptic is torn off into the optic of the lens, and the other haptic is broken in half. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.